Event description:
As reported, during the procedure the sorbafix enhanced fixation device failed to secure the mesh adequately. A total of twelve (12) fasteners were deployed, but none got fully fixated. The loose sorbafix fasteners were subsequently removed from the patient, and another device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure the sorbafix enhanced fixation device failed to secure the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the returned sample failed to reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing, deploying the remaining fastener with no issues. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure the sorbafix enhanced fixation device failed to secure the mesh adequately. A total of twelve (12) fasteners were deployed, but none got fully fixated. The loose sorbafix fasteners were subsequently removed from the patient, and another device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure the sorbafix enhanced fixation device failed to secure the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.